Manufacturer narrative:
The t:slim x2 g5 pump user guide states: "do not expose your pump, transmitter, or sensor to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a CT (computed tomography) scan while wearing the pump. Subsequently, the pump reset unexpectedly. The customer's blood glucose level was 120 mg/dl. During troubleshooting with tandem technical support, the customer reloaded the existing cartridge onto the pump and resumed insulin therapy.